Event description:
It was reported that during a total hip replacement procedure at the healthcare facility, the leg length displayed by the navigation system seemed inaccurate by about 6mm. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The evaluation of this event is not completed at this time.

Event description:
It was reported that during a total hip replacement procedure at the healthcare facility, the leg length displayed by the navigation system seemed inaccurate by about 6mm. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a total hip replacement procedure at the healthcare facility, the leg length displayed by the navigation system seemed inaccurate by about 6mm. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.